Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced right lower quadrant pain located at the device pocket. A computerized tomography scan was performed, date unknown, in which the catheter issue was detected. The catheter that connected to pump connector piece seemed pulled/stretched. However, when the cap kit was used to access catheter access port, two cc's of cerebral spinal fluid (csf) were extracted and the catheter seemed to be patent. The location of the catheter issue was reported as the pump connector and the catheter issue was reported as unknown. The surgeon wanted to replace pump segment catheter just in case and this required hospitalization of the patient. The explanted catheter portion was discarded. High white blood cell count was noted and cultures were taken as per report the pump site did look infected. However, it was further provided that there was concern of infection rather than the pump pocket looking infected. Once the pocket was opened up there was no indication of an infection to which cultures were taken and the results remain unknown. At the time of the report the patient's status was reported as alive-no injury. The patient had recovered without permanent impairment. This device system delivered dilaudid and bupivacaine. Should additional information be received a supplemental report will be filed.